Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was received: were there any issues with device intraoperatively? No. How many days postoperative was the stenosis identified? No further information is available. How was the stenosis identified? No further information is available. How was the stenosis treated? Anastomotic dilation was performed. Does the surgeon believe the post-operative stenosis was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. No further information is available. Did the patient undergo any preoperative radiation or chemotherapy? No further information is available. How did the surgeon determine that the cdh23p device was the most appropriate size? No further information is available. The sales rep tried to get the information, but no further information will be provided. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that after a laparoscopic gastrectomy, anastomotic stenosis was observed. The device had no problem to use during use. No leakage occurred. The device was used between the esophagus and the jejunum. Anastomotic dilation was performed to complete the case. No further information is available.